Event description:
It was reported that stimulation was turning on and the patient felt a surging sensation. The patient stated that they felt 'different intensity' of stimulation due to changes in the pool water temperature, specifically from cold water to warm or hot water. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).